Manufacturer narrative:
Reliability analysis evaluated 3 opened/used reservoirs and checked o-rings/stopper groove for anomalies however there were none present. The basal and bolus leaking test was performed. The reservoirs were filled with diluent and connected to a new infusion set. The reservoirs and connector were installed into the 7xx insulin pump. The conclusion reservoirs had no leaks and were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 547 mg/dl. Customer treated their high blood glucose via insulin pump. Customer changed out their infusion set and their alarm history showed low reservoir alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.